Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). The lesion was pre-dilated with a non-bsc balloon. A 24x3.50mm veriflex stent delivery system (sds) was advanced but did not cross the lesion due to the calcification. There was difficulty when removing the sds and when examined outside the body, proximal stent damage was noted. The procedure was completed with a different device. There were no patient complications and the patient's condition is listed as "good".

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)